Manufacturer narrative:
Ous MDR - the ICD underwent a status interrogation during which the clinical complaint was confirmed. A telemetry connection could not be established. The ICD was opened. The battery was discharged, but not defective. The test of the electronic module showed a damaged final stage for shock. As a consequence, the current consumption of the electronic module was permanently increased, which lead to the battery discharge. The additional analysis showed that the final stage for shock was damaged during shock delivery. We will have to consider the situation that a defective lead insulation between hv-1 and hv-2 lead to shock delivery in a shock path with low ohm values. The final stage for shock is protected against damages of shock delivery from a shock path with low ohm values. However, due to high shock energies, damages cannot be generally ruled out.

Event description:
Ous MDR. Implant cannot be interrogated, no pm functionality.